Event description:
Right total hip revision performed 1997. It was reported that pt was lifting air conditioner and felt a pop and then pain. Subsequent radiographs revealed fractured femoral distal stem and revision was performed in 2001.